Manufacturer narrative:
Evaluation summary: no device or photos were received; therefore the condition of the components is unk. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Surgical notes were not provided. A definitive root cause cannot be determined with the info provided. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that while the surgeon was revising the pt's hip, he attempted to remove the kinectiv neck from the stem. The surgical staff tried repeatedly to remove the neck with extraction tools. The surgeon thought he saw the stem move. He then attempted a few more times to remove the neck. After determining the stem/neck construct would not come out, he elected to replace the femoral head and placed an allograft strut along the femur utilizing cables and screws.